Manufacturer narrative:
Review of logs indicated the vessel sealer extend was used during the procedure and no error messages were noted. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument would not adequately seal. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend instrument would not seal or fire. The instrument was replaced and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information: the csr followed up with the reporter and was not able to get an exact issue for the vessel sealer extend. The original reporter stated the vessel sealer extend "would not work" and suspected that there was a sealing issue or recognition/registering issue.